Manufacturer narrative:
G4: 13aug2020; b4: 18aug2020. Multiple attempts were made to obtain information on the repair/service of the device but have been unsuccessful. A supplemental report will be submitted if new data is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The blower assembly was received for evaluation. Visual inspection of the blower assembly's outer surface revealed no evidence of damage or contamination. The blower assembly's end cap was removed, and a visual inspection of the impellers and surroundings revealed signs of rubbing, damage, or contamination. The impeller was found to be locking up. The blower assembly was tested. The blower was not functioning. The test ventilator generated a check vent: blower stalled messaged. The complaint was verified, the blower failed due to mechanical failure of blower motor.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
It was reported that the ventilator's blower was not running and had a circuit occlusion alarm. There was no patient involvement.